Event description:
Customer reported that air bubbles were present in the insulin pump's reservoir. Customer reported experiencing high blood glucose levels and reverting to manual injections. Customer also reported a lost sensor alert when the sensor and and insulin pump were right next to each other. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)